Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated there had been a number of patients with catheter problems over the years. It was noticed that there were "some repeat offenders with multiple catheter problems." The hcp had not since any articles on risk factors for pump patients. A recent dye study was performed on a patient with the entire spinal catheter outside of the dura. The dose was escalating to unusually high doses and catheter access port (cap) aspiration was unsuccessful. A CT scan with neurorad confirmed the catheter was dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer representative indicated the events in question were reported individually. The hcp had no additional information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
An information request was received from a foreign health care provider (hcp) to the office of medical affairs regarding catheter complications and risk factors for catheter fracture. It was indicated the hcp came across "may issues with the catheter." No patient symptoms were reported. No further information was provided.